Manufacturer narrative:
Block b3: exact date unknown, event occurred a while back. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5146608/5163435/5118550/5146348.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were discarded by the medical facility and will not be returned. No further information has been obtained despite good faith efforts.